Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had external ram crc error and unexpected restart. Customer's blood glucose value was 213mg/dl. Customer was assisted with troubleshooting and the customer received another unexpected restart after a battery change. Customer stated that the alarm occurred during rewind. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error and external ram crc error noted during test.